Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Leakage was reported while using a bd plastipak¿ 30ml luer-lock syringe due to the syringe being cracked. In addition, difficult plunger movement was found while drawing up the medication and when pushing the medication which results in the syringe breaking. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Our quality engineer was unable to verify the reported complaint. No samples or pictures were provided. The device history review found no non-conformities. The team reviewed assembly & packaging process and all process controls are found in place. In process inspection and quality check, no crack samples had been found. Also, a machine has an online facility to check crack barrel and challenge test conducted in every shift. For the issue difficulty in plunger movement as claimed; the sustaining and separation forces for barrel and plunger were measured during the manufacturing of lot# 17g2811, all forces were found within the specification limit. There is chance of the product becoming damaged during transportation & storage after dispatch. The unit package of product might have got collapsed and pressed due to impact force of some other material stored above causing stress/pressure on barrel and resulting in crack on syringe. There is chance of damage product during transportation & storage as well after dispatch. The unit package of product might have got collapsed and pressed due to impact force of some other material stored above causing stress/pressure on barrel and resulting in crack on syringe. Due to non-availability of actual defective sample, further investigation could not be initiated. The exact root cause is not identified.

Event description:
Leakage was reported while using a bd plastipak 30ml luer-lock syringe due to the syringe being cracked. In addition, difficult plunger movement was found while drawing up the medication and when pushing the medication which results in the syringe breaking. There was no report of exposure, injury or medical intervention.